Event description:
The customer alleged they received questionable free triiodothyronine (ft3) and free thyroxine (ft4) results on their e-module. The specific date of the first event was requested but not provided. The patient's initial ft3 result was 12 pmol/l and initial ft4 result was 30 pmol/l. The sample was repeated on a cobas e411 analyzer. The ft3 result was 6 pmol/l and ft4 result was 14 pmol/l. The sample was tested in another laboratory on a different method and the results were in line with the results from the e411 analyzer. After treating the sample for heterophilic antibodies, the sample was repeated on the e-module and the results were brought in line with the e411 results. On (B)(6) 2014, the patient had a second sample tested on the e-module. The initial ft3 result was 14.8 pmol/l and ft4 result was 33.2 pmol/l. The sample was then tested on the e411 analyzer. The ft3 result was 5.33 pmol/l and ft4 result was 16.7 pmol/l. The sample was treated with blocking tubes for heterophilic antibodies and then repeated on the e-module. The ft3 result was 10.7 pmol/l and ft4 result was 26.9 pmol/l. Information on whether the discrepant results were reported outside the laboratory was requested but not provided. Information on whether the patient was adversely affected was requested but not provided. The ft3 reagent lot number was 177312. The expiration date was requested but not provided. The ft4 reagent lot number was 176245. The expiration date was requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).